Manufacturer narrative:
This report is submitted september 26, 2018.

Event description:
Per the clinic, the patient underwent surgery to explant the device (date not reported) and was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on october 26, 2018. (B)(4).